Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced peritonitis and later passed away coincident with therapy for peritoneal dialysis. The patient was hospitalized for the event and they passed away eleven days later. The cause of death was unknown and treatment for the peritonitis was not reported. The cause of the peritonitis was unknown. It was unknown if therapy was ongoing until the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot number gd895797 involved in this event will be performed. A trend alert evaluation will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd895797 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.